Event description:
The customer contacted physio-control to report a non-critical issue, upon evaluation by physio it was determined that the device failed to deliver defibrillation. There was no patient use associated with the reported event.

Manufacturer narrative:
Section e1 initial reporter email of the initial medwatch report should indicate: (B)(6).

Manufacturer narrative:
(B)(4). Physio control evaluated the customers device and verified the reported issue. Physio determined relay designator k1 on the main pcb assembly was the cause of the reported issue. The device was retained by physio-control.

Event description:
The customer contacted physio-control to report a non-critical issue, upon evaluation by physio it was determined that the device failed to deliver defibrillation. There was no patient use associated with the reported event.